Event description:
Information received from the field does not address the patient's clinical status but notes that two weeks post implant, interrogation revealed an rrt message. Measured battery data was 2.56v, 17ua, 21.9 kohms. Possible use of "bovie" during the implant procedure was reported.